Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation of the 10 x 20 mm armada 35 dilatation catheter, it was noted that the plastic on the balloon was peeling . The device was not used and there was no patient involvement. There was no adverse patient effect and no clinically significant delay in the procedure. A second same device was used without issue. No additional information was provided.